Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the bipolar intermittent firing issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure could not be reproduced. The unit energized, cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the bipolar function was not working. The customer tried two additional instruments and energy cords on the integrated electrosurgical unit (iesu) erbe but the issue was not resolved. The intuitive technical service engineer (tse) viewed the logs and found that energy settings were present for the bipolar instruments. The tse verified with the customer that audible tones were present when attempting to fire energy but there was no energy firing. The tse walked the customer through an erbe power cycle but the issue was still not resolved. The customer was in the process of getting another energy cord to try when they ended the call. There was no reported injury.